Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the white tissue pad came off of the device during a throidectomy. The tissue pad did not falll into the patient. Another device was used to complete the procedure with no patient consequence.